Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Surgical intervention was undertaken on (B)(6) 2022 in which the patient's ipg pocket was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.